Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) visited the clinic with a complaint of a curvature in the penis. Patient was examined physically and visually, and it was determined that the device had been previously oversized. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.